Event description:
Boston scientific received information that this patient's home monitoring has detected high, out-of-range (oor) shock lead impedances on this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead system. The patient's health care professional (hcp), consulted with boston scientific technical services (ts) and it appears that at least one shock lead impedance measurement was greater than 200 ohms; typically shock lead impedances were in the 40 to 60 ohm range for this system. The hcp reported that the other lead measurements have been stable and that there has been no recorded noise on the electrograms (egms). Ts discussed evaluation options and the clinician was going to follow-up with the patient. Additional information was received that the patient has been seen twice in the clinic. At each appointment, stable sensing and capture thresholds have been noted, and no noise or impedance changes were reproduced in the clinic. The shocking vector was changed to rv coil to can. The patient was scheduled for defibrillation threshold (dft) testing and possibility of adding a subcutaneous array lead if the dfts are poor; the procedure is scheduled to be done in a couple of months. At this time, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the device did have a lot of marks on the case due to the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did confirm damage to the case from explant, but was unable to confirm the field observation of high shock lead impedance.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This system exhibited shock lead impedances greater than 125 ohms, and not 200 ohms as filed in the initial report. Subsequently surgical intervention was performed and a competitor's superior vena cava (svc) high voltage lead was explanted and a subcutaneous lead was implanted. Upon explanting the device to place the subcutaneous lead, the can was damaged. Therefore, this device was explanted and a new generator implanted. No adverse patient effects were reported.